Event description:
A port was implanted at the hospital for chemotherapy on (B)(6) 2023. On (B)(6) 2025, during interventional surgery for port removal under digital subtraction angiography (dsa), contrast agent leakage was observed at two sites along the port catheter, including subcutaneous leakage, with no contrast exiting through the catheter tip opening. These findings confirmed a ruptured port catheter with suspected thrombus formation at the tip. Port removal posed risks of catheter fracture with residual fragments and potential ectopic embolism, such as pulmonary embolism or cerebral infarction. The patient is currently undergoing thrombolytic therapy with oral rivaroxaban 10 mg twice daily.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: this supplemental MDR is being submitted to provide updated information that was not known or fully available at the time of the original MDR submission. The event involves a single implanted port associated with a catheter malfunction including fracture and fluid leak. Subsequent information confirmed downstream clinical outcomes including pain, swelling and extravasation and fever that required medical intervention. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported catheter fracture and fluid leak issue as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (patient). This supplemental MDR updates the original report to reflect confirmed clinical outcomes and investigation results associated with the same device event. No additional or separate adverse event occurred. All information is related to the initial malfunction previously reported under this manufacturer's report number. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2023, a port was placed at our hospital for chemotherapy. Recently, during infusion via the port, the patient experienced catheter related swelling, pain, and fever. On (B)(6) 2025, during interventional surgery for port removal under digital subtraction angiography (dsa), contrast agent leakage was observed at two sites along the port catheter, including subcutaneous leakage, with no contrast exiting through the catheter tip opening. These findings confirmed a ruptured port catheter with suspected thrombus formation at the tip. Port removal posed risks of catheter fracture with residual fragments and potential ectopic embolism, such as pulmonary embolism or cerebral infarction. The patient is currently undergoing thrombolytic therapy with oral rivaroxaban 10 mg twice daily.